Event description:
Concomitant device reported: tomofix tibial head plate (part# 440.837s, lot# unknown, quantity# 1); unknown locking screws (part# unknown, lot# unknown, quantity# unknown); handle large with quick coupling (part# 03.010.516, lot# t156533, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 413.330s, lot: 9820786, manufacturing site: grenchen, release to warehouse date: 18.february 2016, expiry date: 01.february 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part returned. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent removal of tomofix due to bone healing. During the procedure, since it was difficult to use the handle of one (1) large handle with quick coupling, another one (1) handle large with quick coupling was used. The operation proceeded smoothly using the handle large with quick coupling. However, when the surgeon tried to remove the last locking screw that was at the most distal point of the plate, the handle large with quick coupling stripped the locking screw head. The surgeon then tried to remove the locking screw using one (1) conical extraction screw. However, the conical extraction screw broke, and the broken piece remained in the locking screw head. Due to this situation, a carbide drill could not be used. Finally, the surgeon extended the surgical incision largely (originally, the incision size was short.). Then, the surgeon could remove the screw somehow by rotating the plate. There was a forty-five (45) minutes of surgical delay. The procedure outcome and patient status were unknown. Concomitant device reported: tomofix tibial head plate (part# 440.837s, lot# unknown, quantity# 1); unknown locking screws (part# unknown, lot# unknown, quantity# unknown); handle large with quick coupling (part# 03.010.516, lot# unknown, quantity# 1) . This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).